Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners. The device passed the prime, displacement, and basic occlusion test. The unit was stuck in motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. The motor may have had intermittent failure that was not detected during testing.

Event description:
Customer reported the insulin pump alarmed motor error while customer was trying to change infusion set. Customer's blood glucose level was 253 mg/dl. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.